Event description:
It was reported that the patient experienced a loss of therapeutic effect and had lost relief for the previous 2 months. The reporter indicated that the patient needed stimulation from l1-l4 but stimulation had moved lower than the patient would have liked. The patient was reported to have had a flex x-ray done recently and it showed that "l4-l5 was moving around." It was noted that the patient was directed by his healthcare provider (hcp) to contact a medtronic representative for further programming.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension.(B)(4).